Manufacturer narrative:
(B)(4). The customer returned one guide wire for investigation. The guide wire contained one bend near the distal j-tip. The coils appeared slightly closer; however, they were not offset or unraveled. No other anomalies were found. The guide wire contained one bend 32 mm from the distal end. The length of the guide wire was measured and was not within specification. The outer diameter of the wire was measured and was found to be within specification. The returned guide wire was unable to pass through a catheter from lab inventory. A manual tug test was performed to confirm both the proximal and distal ends were intact. A device history record (DHR) review was performed with no relevant findings. The customer report of a guide wire kinked in packaging was confirmed during the complaint investigation. Visual examination confirmed that the wire contained one bend near the distal j-tip. Dimensional examination revealed the returned guide wire was not the guide wire packaged in the reported kit. The customer was contacted to ensure the correct device was returned and the correct material was reported, but no response was received. A DHR review was performed with no relevant findings. The probable cause could not be determined based on the information and sample provided. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges that when the doctor opened the product, the guide wire was curved. The procedure was completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when the doctor opened the product, the guide wire was curved. The procedure was completed using another device.